Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can not obtain any further information regarding this incident. The patient demographic info: age, weight, bmi at the time of index procedure? Name and diagnosis of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Were there any intra-operative complications during initial surgery? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. When was the mesh exposure first noted by a physician? Please clarify which event occurred on the patient "failure of primary closure or tape erosion"? Mesh exposure site/location at excision procedure: (B)(6) 2012? Please clarify if vaginal estrogen was given to the patient in (B)(6) 2012? Results of vaginal estrogens treatment? Describe findings of surgical intervention: (B)(6) 2012? What is physician¿s opinion as to the etiology of or contributing factors to event: (B)(6) 2012? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that the mesh became visible/apparent by (B)(6) 2012 due to failure of primary closure or tape erosion. The mesh was excised on (B)(6) 2012. Additional information has been requested.